Event description:
Device 5 of 5. Reference MFR's report: 1627487-2010-02410, 02411, 02412, 02413.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results: the device history and sterilization records review of the DHR found a nonconformance related to the product, however the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.